Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the patient having syncopal episodes due to low impedance in the right ventricular (rv) lead. During the procedure, it was noted that the right atrial (ra) lead was damaged resulting in impedance changes along with unable to sense any atrial events. The rv lead and ra leads was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were ¿the ra lead was damaged resulting in impedance changes along with unable to sense any atrial events.¿ as received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies. The reported events of ¿ra lead damage, unable to sense any atrial events and impedance changes were confirmed. Visual inspection found the outer/inner insulations and outer coil damaged consistent with procedural. The cause of the reported events of ¿ra lead damage, unable to sense any atrial events and impedance changes¿ is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures. Electrical testing found shorting of the coils consistent with procedural damage. Unable to perform the impedance test due to the condition of the lead as received.